Event description:
It was reported that the patient was experiencing inadequate pain relief and the ipg would no longer charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.